Event description:
According to the report due to coxarthrosis, the pt underwent surgery on (B)(6) 2010 whereby he was implanted with solux head, allofit cup, cls stem and durasul inlay. The surgeon reported that during a car trip the pt experienced a sudden pain in his right hip and groin. The pain continued and the pt's movement were constrained. An x-ray control on (B)(6) 2011 confirmed a broken head. The pt underwent revision surgery on (B)(6) 2011.

Manufacturer narrative:
Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see (B)(4)), this complaint has been reported to FDA retrospectively. The products have been received and investigated. No trend has been identified for this issue. The insert showed different types of damages. There were cut-ins, grooves and coarse scratches on the rim and the anchoring side. The articulation side was roughened and there were indentations of the stem taper in the polyethylene. The latter were partially slightly grayish discolored. The anchoring side of the insert exhibited slight backside changes. Also, the pole pin was deformed. Seven fragments of the fractured femoral head were received. The 4 larger fragments could be assembled in respect to each other, though approximately 6 percent of the implant volume was missing. On the surface of the cone, primary metal traces were found: greyish in colour and reflecting the metalic taper surface structure. Those traces were not distributed homogeneously around the cone. On the two adjacent fragments, a continuous "z shape" marking was visible. This could have occurred only before the breakage of the femoral head; e.g. During the mounting of the ceramic head onto the femoral stem. On one of the fragments, the primary traces were locally disrupted probably due to a foreign body between the taper of the stem and the ceramic head. Secondary metal traces were found on almost all fragments along the fracture edges and/or on the fracture surfaces. The fractured surfaces were found to be free of pores and inclusions. The edges were found to be rounded and chipped. The articulating surfaces showed no visible defects: no trace of wear, no cracks, no scratches. Conclusions: the examinations carried out showed that the femoral head was in conformity with the specifications at the time of delivery regarding geometry and material properties. Material defects have not been detected and the fracture origin could not be determined. Based on the examinations carried out considering that 6 percent of the implant was missing, a correct positioning of the femoral head on the metal taper could not be confirmed. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).